Manufacturer narrative:
A search of the maude database identified a report of an unknown hillrom bed that went into reverse trendelenburg on its own while an intensivist was inserting a central line. The patient decompensated and experienced oxygen desaturation, requiring placement of a chest tube. Further follow-up cannot be conducted at this time as there was no device product code, serial number, or reporter information provided in the medwatch report. Should additional information become available, follow-up will be performed. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Activation of the reverse trendelenburg function without operator initiation is a reportable malfunction. While the placement of a central line carries risks of insertion-related complications, including pulmonary complications such as a pneumothorax, the report indicates the patient decompensated requiring a chest tube following movement of the bed to reverse trendelenburg. Intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. Based on limited details available at time of this evaluation and that a malfunction cannot be ruled out, this event is considered a reportable malfunction and a reportable serious injury. Should additional relevant information become available, the complaint will be reassessed. Based on this information, no further action is required.

Event description:
Hillrom received a medwatch report stating the bed moved into reverse trendelenburg on its own while an intensivist was inserting a central line. The patient decompensated and experienced oxygen desaturation, requiring placement of a chest tube. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).